Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2017 with the following findings: a review of the pump black box data showed voltage drops resulting in low battery warnings and replace battery alarms. During a visual inspection of the pump, there was moisture observed behind the display lens. No damage was observed in the battery compartment or returned battery cap. No evidence of moisture ingress was observed in the battery compartment. The returned battery cap fully tightened to the pump and the pump powered on normally. Current draws measured within specifications. A leak test was performed and revealed a leak due to damage to the pump case. The pump case was removed and evidence of moisture ingress was found on the printed circuit board and other internal components of the pump. The complaint of a battery life issue was not duplicated during investigation, however, moisture in the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.